Event description:
The manufacturer received information alleging that during service of device by customer, an error code related to the oxygen blending module was found in the error log. There was no serious patient harm or injury that occurred or was reported. Err_obm_accy_urgent_service is potentially a failure of the oxygen blending module, which may impact therapy (delivery of o2). The oxygen blending module board was replaced to address the issue. Additionally, an urgent reminder error code was found in the error log. This is a notification to the user that one or more ¿ventilator service required¿ errors are active in the system. This is informational and no replacement parts are necessary.